Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl ¿ left, reason(s) for revision: pain - high level of metal ion in blood. Update (B)(6) 2017. Additional information received from (B)(6). Reason(s) for revision: infection (tested and positive culture confirmed), and high metal ion levels.

Manufacturer narrative:
Asr revision asr xl ¿ left reason(s) for revision: pain - high level of metal ion in blood update (B)(4) 2017. Additional information received from (B)(4). Reason(s) for revision: infection (tested and positive culture confirmed), and high metal ion levels. Updated date of revision and manufacturing date. This complaint was updated on (B)(4), 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.